Manufacturer narrative:
Based on the info provided, no definitive conclusions can be made. The pt has multiple co-morbidities including smoking, morbid obesity, diabetes and numerous other ailments. There appears to be a pattern that 2 to 3 weeks post op, the pt calls to report that she has a trauma, such as a fall, complains of pain and requests add'l pain management. The pt had a difficult surgical recovery with post-op respiratory failure with fluid overload, and was readmitted with a post-op infection, incisional cellulitis and fistula. There are no records provided after 2007. The info provided indicates that the pt developed and was treated for fistula and infection, which are known adverse events listed in the IFU. There is no indication of defective mesh. Additionally, no product has been returned for eval. If any add'l info is obtained, a f/u MDR will be submitted. See MDR 1213643-2009-00354 for info related to the composix mesh (#1) implanted on (B)(6) 1998. See MDR 1213643-2009-00355 for info related to the composix mesh (#2) implanted on (B)(6) 1999. See MDR 1213643-2009-00356 for info related to the composix kugel mesh (#3) implanted on (B)(6) 2000.

Event description:
Following is based on medical records provided by the pt's attorney: on (B)(6) 1998, repair of incarcerated ventral incisional hernia with implant of composix mesh #1. On (B)(6) 1999, repair of new incarcerated ventral incisional hernia, inferior to mesh #1, with implant of composix mesh #2. On (B)(6) 2000, repair of recurrent ventral incisional hernia with implant of a 'trimmed' composix kugel mesh #3, sutured to mesh #2. On (B)(6) 2001 and (B)(6) 2002, pt complained of pain. Incision healed, no hernia. Fatty tissue pulling on fascia and possible adhesions. Advised to lose weight. On (B)(6) 2004, repair of new ventral incisional hernia, superior to umbilicus, with implant of ventralex mesh #4. On (B)(6) 2004, wound with skin separation had serosanguineous drainage, no infection. On (B)(6) 2007, mesh #1, #2, and #3 explanted. Multiple loops of small bowel adherent to mesh. Small bowel was resected x2. On (B)(6) 2007, ER: wound intact, no discharge. After last surgery, pt signed out ama and had not had a wound dressing change since. On (B)(6) 2007, admitted with post-op infection, cellulitis, fistula and numerous other complications. Pt transferred to tertiary care center with fistula. On (B)(6) 2007, excision of necrotic tissue, and underlying bowel of fistula site was seen. The serosa of the anterior portion of the exposed bowel appeared to be intact in the area of the fistula. It appears ventralex mesh #4 was explanted, and wound debrided. On (B)(6) 2007, debridement for a nonhealing abdominal wound.